Event description:
Additional information was received from the patient. It was reported that the patient had an x-ray which ended up leading to a cancer scan, but all is okay. The patient said her back still hurt now. The patient said an epidural helped for a little bit. The patient said that no steps were taken to resolve the issue. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep who had confirmed the information with the hcp. The patient had met with a rep on (B)(6) 2019 for reprogramming. They were getting good coverage however, the pain was still present. It was noted that the device appeared to be working properly given that they were getting good coverage. The patient also told the rep that the shocking had resolved as of (B)(6) 2019. The patient was scheduled to have a follow up appointment on (B)(6) 2019 with their doctor to discuss the new onset of pain. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that on (B)(6) 2019, the patient noticed a return of back pain after bending over. They were hurting all week long. The patient had been using group b, which had been good for their back pain but on (B)(6) 2019, they changed from group b to group c, at which time they felt a shocking pain down their legs. It was noted that group c had initially helped their back pain, but they noticed the pain again on the morning of (B)(6) 2019. The patient had tried contacting the doctor, but they couldn't get an appointment until (B)(6) 2019, so they contacted patient services for assistance. On the call, they confirmed the stimulation was on, they were using group c with stimulation set to 6.4. They tried to increase the stimulation but they could not tell if it was helping. They changed from group c to group a, and when they increased stimulation they saw "cannot provide your desire d intensity settings" message, which was explained to the patient who then decreased the stimulation setting to 5.8 on group a. An email was sent to the field reps to inform them of the patient's request to meet before the november appointment. A rep responded stating they would follow up with the patient. No further complications were reported or anticipated.